Event description:
The nurse programmed the feeding pump to run continuously at a rate of 44 ml/hr and filled the feeding bag with approximately 200 ml of fluid. Approximately 1.5 hours later, the feeding bag of water had run dry. The bag was again filled with approximately 200 ml of water and restarted. Within the next 1.5 hours, the feeding bag of water had run dry again. When the feeding pump history was checked, the pump noted only 69 ml of fluid had been delivered.